Manufacturer narrative:
Batch review performed on 05 july 2023. Lot 2002188: (B)(4) items manufactured and released on 02-june-2020. Expiration date: 2025-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.